Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent appeared longer than labeled size. The physician advanced the 2.25 x 12 mm taxus express2 drug eluting stent to the lesion but it appeared longer than 12 mm length. The stent was withdrawn from the body and was measured to be 13.5 mm. As there were no side branches present in the target area the physician decided to deploy the stent. The stent was successfully deployed in the target lesion. No patient complications were reported. The patient's status is reported as 'satisfactory/good'.